Manufacturer narrative:
The customer replaced the power supply, which resolved the issue. The power supply has been returned by the customer for eval. The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer reported the cpu ((B)(4)) power supply failed. Biomed would like it replaced. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.